Event description:
It was reported that at implant, the lead helix would not extend. The lead was not used and it was discarded. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.